Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement procedure, all high impedances were found on both leads. To address the issue, the leads were replaced during the same surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was obtained, revealing that replacement of the leads extended the procedure by approximately 30 minutes.